Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Event description: per cnf, it was reported that: event; other (please specify the details in the event description column: presence of shaping; none. During guidewire delivery into the pulmonary vein, the guidewire got stuck in the pulmonary vein and could not be pulled. It was eventually pulled out. However, due to instability of its shape, it was therefore replaced. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" in addition, the e-mail address of the physician, who was also the initial reporter, was not available. Physician's comment: patient outcome: no adverse event infected: no infection name: generator used: yes, yes, farastar ablation catheter used: yes, yes. Farawave2.0 nav pfa 31mm other used: none. Event date: (B)(6) 2026.